Event description:
The hospital reported that during a surgical procedure, a cover plate detached from the ceiling mount of a video display arm and fell to the floor. There was no harm to patient or operating room staff. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) visited the facility and inspected the video display configuration (a.k.a. Screen holder). The technician found that the distance between the screen holder's ceiling support structure and a neighboring surgical light configuration was insufficient. The light was able to strike the screen holder's ceiling mount. It is believed this impact sheared the nylon cover screws, facilitating the reported event. Maquet technicians have reattached the cover with metal screws secured with loctite, and are reviewing the design of the operating room with the customer to prevent recurrences. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.